Manufacturer narrative:
Device manufacturer date - 03/09/2015 through 03/11/2015. The actual device was not returned to the manufacturing facility for evaluation, however, (B)(4) unused samples were returned for evaluation. Visual inspection revealed no defects. Dimensional testing was conducted and confirmed that all returned samples met manufacturer specification. Our products comply with iso (B)(4); 1991; stainless steel needle tubing for manufacture of medical device. A review of the device history record and manufacture inspection record for the complaint lot was conducted with no relevant findings. A review of the complaint file did not find any other report with the involved complaint lot. There is no evidence that this event was related to a device defect or malfunction. Though the exact cause cannot be definitively determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported a needle break when using the tn*32506m device. Follow up communication with the user facility reported: during the injection into the abdomen the needle detached; and there was no harm to the patient.